Event description:
After use of a 7f exoseal device for vascular closure, it was reported that hemostasis could not be achieved in 5 minutes, and 30 minutes of manual compression was required in order to achieve hemostasis. The next day, a 20mm pseudoaneurysm was formed at the access site. Embolization by n-butyl-2- cyanoacrylate (nbca) was conducted and the bleeding stopped. The procedure was a percutaneous coronary intervention (pci). The target lesion was located in an unknown coronary artery. A retrograde approach was made from a left femoral artery with a non-cordis sheath introducer. The physician achieved certification on the use of the exoseal. Femoral artery suitability was not verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was greater than or equal to 5mm in diameter. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. The exoseal showed no visible signs of damage and was prepped according to IFU instructions. After the pci, the 7f exoseal was inserted into the sheath. There was no resistance/friction experienced as the was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ was heard. Adequate bleed-back signal was observed. Proper indication was observed in the indicator window. The practioner didn¿t have anything touching or resting on the deployment lever during positioning. The plug deployment button was fully depressed. The device and sheath were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. However, the hemostasis could not be achieved in 5 minutes, and 30 minutes of manual compression was required in order to achieve hemostasis.

Manufacturer narrative:
Complaint conclusion: after use of a 7f exoseal device for vascular closure, it was reported that hemostasis could not be achieved in 5 minutes, and 30 minutes of manual compression was required in order to achieve hemostasis. The next day, a 20mm pseudoaneurysm was formed at the access site. Embolization by n-butyl-2- cyanoacrylate (nbca) was conducted and the bleeding stopped. The procedure was a percutaneous coronary intervention (pci). The target lesion was located in an unknown coronary artery. A retrograde approach was made from a left femoral artery with a non-cordis sheath introducer. The physician achieved certification on the use of the exoseal. Femoral artery suitability was not verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was greater than or equal to 5mm in diameter. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. The exoseal showed no visible signs of damage and was prepped according to IFU instructions. After the pci, the 7f exoseal was inserted into the sheath. There was no resistance/friction experienced as the was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ was heard. Adequate bleed-back signal was observed. Proper indication was observed in the indicator window. The practioner didn¿t have anything touching or resting on the deployment lever during positioning. The plug deployment button was fully depressed. The device and sheath were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. However, the hemostasis could not be achieved in 5 minutes, and 30 minutes of manual compression was required in order to achieve hemostasis. There was no pulsatile bleeding of the puncture site noted upon removal of the exoseal and sheath. About 24 hours later, a 20mm pseudoaneurysm was formed at the access site and angiogram revealed bleeding from the puncture site. The patient blood pressure, anticoagulation and activity at time of pseudoaneurysm are unknown. Embolization by nbca was conducted and the bleeding stopped. The patient is currently in stable condition. The device was not returned for analysis. A device history record review of lot 15886913 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. A femoral artery pseudoaneurysm is a type of "bubble" on the femoral artery due to a penetrating injury to the artery. An opening in the artery leads to leakage of blood from the femoral artery ( a "hematoma"). This hematoma develops a wall around it and the hematoma liquefies and forms a pulsating "bubble" on the artery. This is called a pseudoaneurysm. A pseudoaneurysm, like any aneurysm, can rupture and cause bleeding or loss of limb. A pseudoaneurysm can develop on the femoral artery due to any penetrating injury of the artery, including the insertion of a sheath or exoseal plug. Sometimes, a tear can occur on the inside layer of the vessel resulting in blood filling in between the layers of the blood vessel wall, creating the pseudoaneurysm. The most common penetrating "injury" of the femoral artery occurs during percutaneous procedures performed via the femoral artery. Based on the limited information provided of the event, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, as the femoral artery is subject to extrinsic dynamic forces including compression, torsion, and expansion it is possible that the non-cordis sheath or the exoseal plug may have caused the injury to the arterial wall that lead to the pseudoaneurysm formation. A pseudoaneurysm occurring during or after exoseal plug deployment is a well-known complication and is listed in the IFU as such. Based on the device history record review, there is no evidence that manufacturing issues contributed to the event. Therefore, no corrective or preventive action will be taken.

Manufacturer narrative:
There was no pulsatile bleeding of the puncture site noted upon removal of the exoseal and sheath. About 24 hours later, a 20mm pseudoaneurysm was formed at the access site and angiogram revealed bleeding from the puncture site. The patient blood pressure, anticoagulation and activity at time of pseudoaneurysm are unknown. Embolization by nbca was conducted and the bleeding stopped. The patient is currently in stable condition. The product will not be returned for analysis. The device will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted 30 days upon receipt. Please note that the patient's gender is unknown.